Event description:
It was reported that the patient was taken to the hospital by ambulance and had received 36 shocks in one hour, due to oversensing. It was also reported that there was high and fluctuating impedance. The lead was explanted and replaced. It was later reported that the device was detecting noise, due to a suspected lead fracture, so inappropriate shocks were delivered. The patient reportedly had an infection with the new system following the replacement procedure. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned. It was reported that the patient was taken to the hospital by ambulance and had received 36 shocks in one hour, due to oversensing. It was also reported that there was high and fluctuating impedance. The lead was explanted and replaced. It was later reported that the device was detecting noise, due to a suspected lead fracture, so inappropriate shocks were delivered. The patient reportedly had an infection with the new system following the replacement procedure. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate noise.